Event description:
It was reported that this right ventricular (rv) lead was capped due to a product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.